Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm event on 09-jul-2024. The blockage was located in the tubing. The glucose was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.